Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5187804. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
A voluntary MDR/medwatch report was received on (B)(6) 2026. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. According to information received via maude on or around (B)(6) 2026, the patient was admitted with diabetic ketoacidosis (dka) and hyperglycemic hyperosmolar state (hhs) while using a tandem control-iq system with a dexcom g7 10-day sensor. The cgm was reportedly displaying persistent low glucose readings of approximately 40 mg/dl; however, no bg meter readings were documented at that time. Due to the continued low cgm readings, the patient was advised by their outpatient endocrinologist to present to the emergency department. Upon evaluation, bg was reported to be greater than 600 mg/dl. Initial laboratory findings supported diagnoses of dka and hhs, including glucose of 736 mg/dl, beta-hydroxybutyrate greater-than 4, calculated effective serum osmolarity greater-than 300, bicarbonate of 17, elevated lactate of 3.1, troponin of 25, b-type natriuretic peptide (bnp) of 200, mild pre-renal acute kidney injury (creatinine 1.25), and elevated liver enzymes. There was no documentation available regarding the details of the hospital stay or the treatment provided. Although the report states the patient was hospitalized, the length of time in the hospital (less than or more than 24 hours) is unknown. Due diligence was not performed, as the reporter could not be identified. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.